Manufacturer narrative:
(B)(4). Concomitant medical products: m2a femoral head, catalog#: 11-173665, lot#: 183460; bi-metric femoral stem, catalog#: x180314, lot#: 134470. It has been indicated that the product will not be returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2016-04194 and 0001825034-2017-02605.

Event description:
It was reported that patient underwent a left hip revision procedure approximately 12 years post-implantation due to pain and discomfort. No additional patient consequences were reported.